Event description:
The micro sagittal saw was sent in for eval due to overheating prior to a procedure. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion damage was noted within the internal components of the device was identified as the probable cause of the overheating reported.